Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 3889-33, lot# va1cm7k, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient implanted for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stimulation. The rep reported that they spoke with a hcp and was informed that the device was removed due to infection a few months ago. It was indicated that a new implant was placed on the right side. No further complications were reported or were expected.